Manufacturer narrative:
The hcg + beta reagent lot was 66436301 with an expiration date of 31-may-2024. The preventive maintenance was up to date. The field service engineer found a misaligned bead mixer, creating foam on the reagents, and adjusted it. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for tree patient samples tested with the elecsys hcg + beta assay on a cobas e411 disk. Patient sample 1 initially resulted in an hcg + beta value of 88.21 miu/ml, accompanied by a data flag, and repeated as 8123 miu/ml, accompanied by a data flag. Patient sample 2 initially resulted in an hcg + beta value of > 10000 miu/ml, accompanied by a data flag. The sample was repeated twice, resulting in hcg + beta values of > 10000 miu/ml, accompanied by a data flag and 233.7 miu/ml. Patient sample 3 initially resulted in an hcg + beta value of > 10000 miu/ml, accompanied by a data flag. The sample was repeated twice, resulting in hcg + beta value of > 10000 miu/ml, accompanied by a data flag and 154.2 miu/ml. No questionable result was reported outside of the laboratory.